Event description:
Event: the patient was marked deceased in walgreens retail system which flowed to walgreens specialty system and we are reporting per contractual requirements and standard operating procedure within one business day; however, no cause of death known, date of death unknown and no further information available. Freq: swish and expel or swallow 5-10 ml 4-6 times daily as directed for mucositis. Malignant neoplasm of liver, primary, unspecified as to type.